Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v906473, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) they were wondering about MRI ramifications for a broken lead during a removal procedure. The rep noted the interstim was removed specifically to get an MRI. The rep stated the procedure took place on (B)(6). Additional information from a rep reported the lead would be returned from analysis. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.